Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed and reproduced. The evaluation found that the upper and lower latch switch bracket screws were loose. This allowed the upper and lower latch switch to move in and out from the upper and lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. As a result, the upper and lower auxiliary were replaced.

Event description:
It was reported that a pump was alarming for a system error 322. There was no patient injury.